Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) via the manufacturer representative indicated the recent "withdrawal symptoms" were not due to the pump. The patient had a tear in their esophagus; nothing to do with the pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-11, information was received from a healthcare provider (hcp) and company representative regarding a (B)(6), male patient who was receiving fentanyl 100mcg/ml at 34.29 mcg/day, bupivacaine 5mg/ml at 1.715 mg/day, gabapentin 20mcg/ml at 6.857 mcg/day and morphine 35mg/ml at 12.003 mg/day via an implantable pump for non-malignant pain. On an unknown date, ¿last week,¿ the patient was admitted to the hospital for what they initially thought were withdrawal symptoms. After being treated at the hospital, they then did not think it was withdrawal. They concluded it was a ¿bug¿ or ¿digestive issue.¿ the pump logs were normal and showed the last two refills from (B)(6) 2016. The patient had another refill scheduled for the week after.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.